Event description:
It was reported that the pump delivered too much insulin during a bolus. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.